Manufacturer narrative:
H3 other text : third party service center.

Event description:
The manufacturer received information alleging a ventilator shows error. There was no harm or injury reported. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was confirmed. The device's fio2 sensor was replaced to address the issue.